Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function/low o2/yellow light.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.